Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the site experienced arm 4 moving on its own. The caller then stated that they were prompted to disable the arm, but that the system didn't give them a fault. Caller stated that the system gave a message to take control of the instrument with another arm to disable. Caller stated that the surgeon was not continuing with the robot. The tse was unable to view logs at time of call due to logs not being available. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed robotically using all 4 arms. There was non-intuitive motion experienced. The issue did occur when surgeon was trying to manipulate the instrument. The instrument did move in the opposite direction. The issue was due to master tool manipulator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse found the right master tool manipulator (mtm) fault occurred in the logs during time of procedure. The fse contacted isi technical support for guidance on errors 23068 and 23030 who informed errors were likely caused by software, typically resolution was to power cycle the system to recover. However, the fse noted physically friction and mechanical noises when manipulating the right mtm during a test drive. Hence, the fse replaced the mtm to correct the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. The mtm was analyzed and visual inspection found no problem related to the reported issue. The unit was installed on an internal system and was unable to replicate the reported issue. An advanced failure analysis was performed, and after running one hour slow sine cycle on the shoulder, there were triggered errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) and performed the failure analysis. During the review of the system logs the reported errors 23068 and 23030 were confirmed. A visual inspection was performed and found no problem related to reported issue. The unit was then installed on an internal testing system and the reported issue was unable to be replicate during system testing. After running the engineering team recommended to have one hour slow sine cycle on the shoulder and there were no triggered errors. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.